Event description:
Patient with atrial fibrillation, left ventricular assist device (lvad) therapy for 24 days and therapeutic heparin infusion presents with acute cerebrovascular accident (right hemiparesis/ right neglect and aphasia).